Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.